Manufacturer narrative:
(B)(4).

Event description:
Philips has become aware that the brain perfusion insensitive summary maps and brain perfusion sensitive summary maps can provide different info and may lead to different treatment decisions. No pt adverse event has been reported.